Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "rheumatoid arthritis" (not related to the device), "implants are increasing in size and [they] stated they are becoming more and more sick over time". Patient also reported "concern of the implant". This record is for the right side. Device remains implanted.